Manufacturer narrative:
Medtronic received additional information that an error warning message appeared, ac power not connected and the ac power sign was yellow on the monitor. The customer stated that the issue occured before usage of the instrument, after boot up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction:medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the unit had a ac charging failure and the power supply required replacement. Device evaluation:the reported ac charge issue was verified during service. Service technician observed the reported ac charge failure. The issue was resolved by replacing the power supply. Preventive maintenance was performed as per specification. Note:instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 instrument had an ac charging failure and the power supply was required to be replaced. The use of the instrument was unknown. There was no patient involvement was no adverse patient effect reported with this event.